Manufacturer narrative:
Correction to h6 based on additional information received. Per the medical records reviewed, the post tavr echo demonstrated moderately elevated thv gradients in the setting of hyperdynamic left ventricle lv as well as moderate perivalvular leak near the noncoronary cusp. The patient was discharged home on post-operative day (pod) 1 and was evaluated on approximately a week later. At that time the patient was doing well cardiovascular wise. At the 30-day follow up visit post tavr (on (B)(6) 2021), the patient had complaints of lightheadedness and mild dyspnea on exertion. An echo performed (on (B)(6) 2021) demonstrated a preserved ejection fraction (ef) with moderate s3u perivalvular regurgitation and moderately increased gradients across the valve (28 mmhg). 'Considering patient had a large column of calcium along the non-coronary cusp per pre-tavr cta, presence of post tavr perivalvular leak is a relatively expected finding'. The patient has not had any repeat hospitalizations. A tee done approximately four months post tavr reported that an lvef estimated at 60-65%. There is moderate to severe peri-prosthetic regurgitation of the aortic valve prosthesis. The area of the pvl appears to be in the anatomic region of the left coronary cusp. Aortic valve mean gradient is 34 mmhg. There was no report of intervention being performed. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest that the pvl was due to the bulky annular calcification. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported to the field clinical specialist (fcs) by the cardiologist via phone call, approximately 3 months 29 days post tavr, a patient was referred for possible treatment of moderate to severe paravalvular leak (pvl) and hemolysis. Prior to tavr, the patient was advised that a surgical procedure would be the best option due to significant annular calcium, but the patient chose to proceed with a tavr instead. The 26mm sapien 3 ultra valve was implanted in the native aortic annulus with -1cc of nominal volume in 90/10 aortic/ventricular position via transfemoral approach. Post deployment, there was mild pvl and post dilation was not performed.